Manufacturer narrative:
(B)(4). Ez-io driver 9058 was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. The driver had power when the trigger was pulled with a solid green light display. The trigger guard was still tethered to the driver. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium and hardness profiles with 3mm cortexes were used for the test. Another attempted insertion was then performed on the hard profile sawbone. The driver would not stall at approximately 20 lbs. Of downward force for 20 seconds. The motor was connected to dc power supply and set to approximately 18v. When the trigger was pulled the led displayed a steady green light and the motor was operable. Other remarks: the eeprom data could not be parsed and analyzed due to an earlier eprom version of the chip that cannot be read. Batteries were subjected to a simulated load test and the results show that all batteries registered at 40% capacity. The simulated battery load test is a reference activity only. A section of the IFU will be referenced as part of this investigation, "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." A review of the certificates of compliance found that the driver passed all release criteria. No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The led is blinking green but the device is losing power during insertion. The patient's condition was reported as fine.